Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an elevated blood glucose level of over 400 mg/dl. The customer confirmed that a correction bolus would be delivered via the pump to address bg level. The customer declined to perform troubleshooting with tandem technical support.